Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with cracked case near display window corners, broken reservoir tube lip, cracked battery tube threads, cracked reservoir tube and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump will be replaced. Nothing further reported.